Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient stated she is not getting the pain relief as she had with the trial and was concerned about what to do for pain management. The stimulation was for her lower back. It was stated that stimulation was intermittent. The patient also reported that she felt stimulation more when she leaned backwards but not when she leaned forward. The patient felt the stimulation should be higher. The patient had sharp pain in her spine where the leads were located. The patient had a follow up appointment with her physician for the following day. Additional information was requested, if received a follow up report will be sent.